Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire tip had already been shaped, the tip was reshaped without issue, the distal end and tip of the guidewire were inspected and no issues were noted, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas starting at 10cm from the proximal end up to 37cm from the proximal end, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated and there were no anomalies noted. During a functional inspection it was found that the distal tip was re shaped. The reported guidewire distal tip poor shape retention was not confirmed during analysis. The reported guidewire distal tip damaged was not confirmed during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was not shaped. Analysis of the returned device found the tip of the guidewire had already been shaped and there was no issue reshaping the guidewire. There was no damaged to the distal tip or distal end of the guidewire. Therefore, the as reported ¿guidewire distal tip poor shape retention¿ and ¿guidewire distal tip damaged¿ were not confirmed. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas between 10cm and 37cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analyzed ¿guidewire ptfe coating peeling¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire (subject device) was returned for analysis and it was discovered that (ptfe) polytetrafluoroethylene coating was noted to be peeling in multiple areas. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.